Event description:
The pt reported that he was experiencing withdrawal symptoms and presented to the emergency room. Treatment provided in the emergency room included intravenous medication/opiates for withdrawal symptoms. The pt reported that he passed out while driving home and was in a major car accident. The pt believes that the event was due to the pump not alarming. The pump had been implanted for 62 months. The pt states that the pump was replaced on an emergency basis on 10/26/06. Event confirmation has not been received from hcp. A follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-aug-23. It was reported that the pump was replaced due to the ¿pump failed¿ and ¿never carried out its battery life.¿ the medication being delivered at the time of the event was morphine at an unknown concentration and dose. No further complications were reported or anticipated.